Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the contact failure of the electrical contacts of the video connector socket, which might be caused by the following. The video connector socket had failure due to the aging degradation of the electrical contacts by long term use. The communication error between the endoscope and the subject device was occurred, due to the connecting an insufficiently dried endoscope with the subject device and the adhering of a foreign material such as water to the electrical contacts of the video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device became noisy and black.there was no report of patient injury associated with this event.the user facility did not provide other detailed information.